Event description:
The patient complained of feeling a hot sensation during a combination electrotherapy/ultrasound treatment. The clinician also noted that during the treatment the ultrasound applicator was making a strange noise. The electrotherapy treatment was applied using 3cm round electrodes. Three to five minutes into the treatment the patient complained that the electrode was getting hot.

Manufacturer narrative:
This device is for export only. Awaiting return and evaluation of the device. Investigation findings will be provided upon device evaluation conclusion. The clinician did not indicate the patient treatment symptoms, device settings, or treatment outcome.